Event description:
It was reported that: "the cuff cannot be inflated. The supply tube to the cuff is welded. Direct harm to the patient was avoided because the cuff was tested before intubation."

Manufacturer narrative:
Qn#(B)(4)

Event description:
It was reported that: "the cuff cannot be inflated. The supply tube to the cuff is welded. Direct harm to the patient was avoided because the cuff was tested before intubation."

Manufacturer narrative:
(B)(4). The reported defect 'tube to the cuff is welded' was able to be confirmed through investigation of the returned sample. The customer returned the actual sample for investigation. Visual inspection revealed a dented inflation tube of the side arm. The pouch sealing area was examined and upon observation, evidence of the side inflation tube being trapped was found. The cuff was not able to be inflated upon functional inspection due to a dented inflation tube on the side arm. The dented inflation tube of the side arm shows that the inflation tube may have become trapped in the seal area during the sealing process at the packaging machine. A device history record review was performed, and no relevant findings were identified. Based on the investigation, the most likely root cause of this issue was identified as being related to the manufacturing process. Further actions were taken under the teleflex quality system to evaluate this issue.